Manufacturer narrative:
D9, h3 h3 other text : device not returned.

Event description:
The manufacturer sales representative reported that the bits were covered in grease during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
The manufacturer sales representative reported that the bits were covered in grease during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.